Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation revealed that the eyelet on the peek pin was broken and the anchor was stuck on the inserter shaft. No procedural information was provided that would help determine the root cause for the failure. From historical investigation of this failure mode, a CAPA was initiated to address the eyelet breakage issues. The CAPA calls out the minimum eyelet wall thickness to be a critical dimension as it is a predictor of both force to load suture through the eyelets, as well as eyelet blowout force, and the prints were updates accordingly to control this feature. The CAPA was deemed effective as effectiveness check resulted in the overall complaint rate being within the expected occurrence rates. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot released to distribution. At this point in time, based on the overall complaint rate, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the tip of the versalok peek anchor broke off as the surgeon was threading the sutures through prior to being inserted into the patient. It was not reported if there were any delays in the procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.